Manufacturer narrative:
Lot number unknown. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Event description:
It was reported that the patient has affected cassettes. No patient injury reported.